Manufacturer narrative:
Product ID 3387s-40 lot# v911922, implanted: 2012 (B)(6), product type lead product ID 3387s-40 lot# v911922, implanted: 2012 (B)(6), product type lead product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that after the patient¿s implant surgery, an x-ray was performed because, the patient experiencing pain. It was discovered that the patient had stage 4 lung cancer. It was noted that the patient had 2 rounds of radiation therapy. It was also noted that the patient was found to have blood clots. The reporter ¿felt this was from the implant surgery.¿ it was further noted that the patient also had a ¿sizeable pulmonary blood clot.¿ the reporter believed this was from the surgery and not from the device itself. It was further noted that the patient was in the hospital from the (B)(6) 2013 until (B)(6) 2013. The patient was moved to a nursing home for rehabilitation. It was noted that the patient got ¿weaker and weaker.¿ it was further noted that after the surgery, the patient had a possible seizure, so the implantable neurostimulator (ins) was shut off. It was noted that the patient continued to have seizures but ¿not as bad.¿ it was unknown if the seizure was device related. Additional information was requested, but was not available as of the date of this report.